Manufacturer narrative:
The insulin pump was received with end cap broken off, minor scratched lcd window, cracked lcd window, and cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that part of the battery and insulin cartridge pieces are falling off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.